Event description:
A customer reported that the insulin gauge on their pump displayed an amount different than expected, showing 105 units instead of the anticipated 253 units. There was no adverse impact to the customer's blood glucose level. The customer completed necessary steps to address the issue with assistance from technical support, including reloading the cartridge, which resulted in the gauge updating to a more accurate reading. The customer opted to monitor the situation further without taking additional corrective actions at that time.